Manufacturer narrative:
Unsuccessful ring repair. Device evaluation anticipated; but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010, there was an "attempted mitral valve repair and subsequent removal of the annuloplasty geoform ring."

Manufacturer narrative:
Evaluation summary: suture threads are detected in the ring. The original shape of the ring appears to have been altered. Along the midpoint, opposite ends appear to have been pressed together, giving the ring a similar shape to the number eight. No other inconsistencies detected. (Model- ring). X-ray. The device evaluation was completed on 03/11/2010.

Event description:
At 142 days after the successful stent assisted coil embolization of a basilar tip aneurysm, the patient suffered and ischemic stroke. This was treated with medication (type and dose were not provided) and hospitalization. The stroke was considered resolved the following day with the residual effect of mild double vision. The physician related the event to a pre-existing condition, no details were provided as to the pre-existing condition, and the stents implanted in the index procedure. The physician did not allege any relationship to the coils implanted.